Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered five inappropriate shocks for atrial fibrillation with rapid ventricular response (rvr). The rhythm was detected in the vt-1 zone and accelerated to the vt zone. It was determined the device operated per the programmed parameters, however therapy was exhausted. To date, there have been no adverse patient effects reported.